Event description:
Regulatory agency reported right side ¿intra capsular rupture of the right device¿, ¿diffusion of the siliconom¿, ¿fold¿, ¿waves¿, ¿rotation¿, ¿color modification¿, and ¿capsular contraction baker grade I¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.